Event description:
Product was removed from original packaging and noted to have black mold growing on it. A new product was removed from same box and noted to have same problem, all except for 2 of these in this same box were noted to have mold on them. All products "best used by" date is 11-2004. Products were kept sealed in plastic from MFR, in MFR's original box in a clean, dry location in the nursery and not respond to light or excessive temperatures. Diagnosis or reason for use: indicated as a head support or positioning air for newborns.